Event description:
It was reported, while trying to unscrew the barrel guide with retaining screw, the threaded portion of it broke off inside the lag screw. This resulted in having to take out the lag screw and replace it with another. There was a reported 35 minutes extension of surgery.